Event description:
It was reported that the user, new to the ilet pump, experienced post-meal hyperglycemia followed by hypoglycemia after the pump¿s automated correction dosing, with glucose values rising to 264 mg/dl and later falling to 57 mg/dl before stabilizing to 80 mg/dl after oral glucose treatment; troubleshooting and education were provided, including guidance that the pump would adapt to reduce future dosing and use of 15 g rapid carbohydrates with recheck. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding any device component involvement, and no specific medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.